Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked condition of the cannula or to determine if it, or some other malfunction, could have contributed to the reported hyperglycemia. Qualification reports for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
Customer reported that on (B)(6) 2012 at 8:00 pm, her blood glucose was 149 mg/dl and by 11:30 pm it had risen to 195 mg/dl. No insulin dosages were reported. At 12:30 pm, with a bg of 296 mg/dl, she deactivated the device. When it was removed she observed that the cannula was kinked.